Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery. The 3.5x12mm nc trek balloon dilatation catheter (bdc) was used once with no reported device or procedure issues. However, outside the patient's anatomy during preparation for a second insertion, the proximal shaft separated. There were no reported adverse patient effects, as there was no patient involvement at the time of the separation, and there was no reported clinically significant delay in the procedure. A new nc trek was used to successfully complete the procedure. There was no additional information provided.